Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2022-00296, 3013886523-2022-00297. A physician reported a certas valve (828804) was implanted via v-p shunt on (B)(6) 2017 with unknown setting due to sah (subarachnoid hemorrhage). The valve was implanted with long hakim ventricular catheter (ID ns9001) and hakim periton catheter. An unknown failure was suspected; therefore, the valve and catheters were removed and replaced on (B)(6) 2020. It is unknown if the patient experienced any signs and symptoms.

Manufacturer narrative:
The certas valve (828804) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, a possible root cause for the ¿shunt failure¿ issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.